Event description:
Broken femoral component of total hip. Patient has heard some "squeaking" from his hip recently and on the day before surgery had the sudden feeling of instability of the hip, which by radiograph revealed fracture of the neck of his component.